Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00847. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months manufacturer's investigation conclusion: the evaluation of the returned modular cable could not confirm twisting of the outer jacket of the cable; however, examination of the underlying layers confirmed kinking of the wires throughout the length of the modular cable. Silicone tubing was returned covering the entire length of the modular cable. Upon removal of the tubing, examination of the returned modular cable revealed no damage or twisting. The inline connector and controller connector bend reliefs showed slight gradient, yellow discoloration. The controller and inline connector pins appeared unremarkable; however, debris was noted within the inline connector. Upon removal of the kevlar and ptfe wrap layers, examination of the underlying wires revealed slight kinking of the wires throughout the length of the modular cable. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the kinking of the wires. The IFU and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the modular cable was replaced due to excessive twisting. There were no alarms. No clinical symptoms were reported. The modular cable was replaced without incident.